Manufacturer narrative:
Corrected data: in the follow up 1 MDR, following additional information was inadvertently not provided. The lens was explanted from patient's left eye. Date of birth: (B)(6) 1962. Gender: female. Date of event: (B)(6) 2018. Tile/ first name/ last name: (B)(6). Phone: (B)(6). Email: (B)(6). Healthcare professional: yes. Occupation: physician . All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens, model zxr00 +23.0 diopter was explanted from the patient¿s operative eye because of the patient experiencing severe halos. Reportedly the halos did not improve even after the use of aplhagen. The replacement lens was a model zcb00 +23.0 diopter. There was no vitrectomy, no sutures, and no incision enlargement required. Patient did good post exchange.